Event description:
On (B)(6) 2014, the lay user/patient¿s daughter contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter was in the settings mode when the patient attempted to test her blood glucose. The medical surveillance specialist (mss) classified the complaint based on additional information obtained during a follow-up call with the patient on (B)(6) 2014. The patient confirmed that the reported issue began on (B)(6) 2014 at approximately 4pm. The patient informed the mss that she tests her blood glucose 4x/day (before meals) and manages her diabetes with lantus insulin (set dose) and humalog insulin (adjusts based on sliding scale). Due to not being able to test her blood glucose, the patient claimed she estimated how much humalog insulin to administer before her meal. Approximately 2 hours after issue started, the patient reported feeling really sweaty; a symptom she associated with a low blood glucose excursion. In response to the symptom, the patient stated she drank a juice box and confirmed feeling better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the reported issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the reported issue meter began. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/29/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.